Event description:
It was reported that during a lobectomy procedure, the device was used at the lung parenchyma. The knife was not moved forward after the second stroke of the fourth firing. The indicator showed that the first stroke was completed. The sled stopped at the second stroke. When the device was manually released, it was found that the staples were formed properly till the second stroke, and the tissue was slightly damaged because the doctor grasped the firing trigger several times before opening the jaw. There were some malformed staples that seemed to be liner shaped around the site. The case was completed as is, because the leak test had no problem. The doctor commented as follows. The firing was harder than usual. The jaw might have been held on staple line. The instrument could be used without any problems before the event. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.